Event description:
It was reported that during a hysterectomy procedure, an error code occurred during pre run. The handpiece was replaced and the case was completed without any pt consequence.

Manufacturer narrative:
Torn isolator. Evaluation summary: torn isolator. The hp054 hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.